Event description:
A (B)(6) male who had a double lumen port-a cath. Placed on beginning of (B)(6) for administration of chemotherapy. It was noted patient to have fluid draining onto gown over the port site after 6 weeks. Occlusive dressing was removed and the inferior port was leaking serosanguinous fluid; able to aspirate blood from both ports. Both ports were de-accessed, excessive fluid squeezed from both sites, and ports re-accessed. Unable to aspirate blood from inferior lumen and when flushed both sites drained fluid. Unable to draw or flush from superior lumen with multiple attempts. Patient had fluoroscopic exam with contrast that showed: findings: no blood return was able to be produced. The right reservoir could not be flushed. With injection of the left reservoir, there is filling of the reservoir; however there is immediate contrast extravasation at the superior aspect of the port where the catheter connects to the port. Contrast then collects at the subcutaneous tissues around the port and tracks along, adjacent to the catheter; however no contrast is seen to actually enter the lumen of the catheter. The port-a-cath was then flushed with 10 ml of injectable normal saline. Impression: abnormal port-a-cath injection. Findings suggest port malfunction likely in the region of the catheter insertion. There is significant subcutaneous contrast collection at the port site, including some contrast leaking onto the skin of the patient. No contrast enters the lumen of the catheter.